Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 07/27/2021. Flow rate testing confirmed that the flow rate deviation was -1.93%. The flow rate accuracy was within +/- 5% specification. The reported complaint was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00052.

Manufacturer narrative:
The affected device is pending for evaluation.

Event description:
On (B)(6) 2021 a distributor of infutronix reported an issue on behalf of an end user: "the pump did not infuse properly." Device operator was a registered nurse. There was no medication infused. A patient was not involved.